Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 400 mg/dl. The customer was treated for the high blood glucose by changing the reservoir and infusion sets. The customer was assisted with trouble shooting and found large air bubbles in the reservoir. The customer as advised to disconnect form the device and change the reservoir. The customer stopped further troubleshooting at the time of the call.